Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation to treat an atrial fibrillation, a farawave catheterwas selected for use. During device preparation, the scrub tech flushed the guide wire port successfully but said it was very difficult to flush the flush port. It was noticed there might be a possible crack in the flush port area as well as dripping around this area. Fluid appeared to have been leaking from the flush port. No flush coming through the top of the catheter. For troubleshooting, the user attempted to redo the connections multiple times without avail. The device was replaced and procedure was completed with no patient complications.